Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.5885" x 0.1865" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The conductor wire is broken, as it is designed to be attached to the grip tip. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's tip was broken off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the port site was not increased, and there were no additional openings made. The jaws were still workable at the moment of removal because there was no report of extra tissue or bleeding at the site. There was no additional damage to the site and/or patient.